Manufacturer narrative:
The valve was patent and passed siphon testing, however, it did not meet the requirements for reflux testing. The device also did not meet the requirements for leak testing due to a pinhole in the top of the reservoir dome. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. All performance levels could be set with a single attempt, and a level change could not be induced by laboratory personnel without using a magnet. A dissection of the valve found no anomalies. The instruction for use that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the physician changed the performance level twice then the valve completely stopped working. According the report, the pt had to have revision surgery.